Event description:
It has been reported to philips that, system was crashed. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Corrected data: evaluation method code, conclusion code and addtl. Narrative. Addtl. Narrative: philips has investigated this complaint. According to the additional information acquired, the customer contacted philips reporting a software crash. Shortly after the service order was opened, the customer informed philips that the problem had been resolved. No further information on the issue, its resolution or whether the system was in clinical use was provided to philips. Philips did not perform any work on the system and the service order was cancelled. The customer did not report any further occurrences of this issue. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use at the time of event. Philips received a complaint on the system indicating that there is a malfunction in the software crash. The philips service engineer determined that issue was resolved by customer so, issue no longer occurring, no work performed by philips. Fse cancelled the onsite visit. Case has been cancelled by the customer and service has not been provided. Based on the available information in the reported complaint, the complaint has been coded and is closed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system was crashed. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.